Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2xdq2 , implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 11-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they have a big problem with their bladder. Patient lost therapeutic benefit and still feels the stimulation sensation. Patient said they feel the stimulation in the rectal area. Patient thinks lead is not in the right place as they used to feel the stimulation sensation in the vaginal area with the previous device. Patient was redirected to their healthcare provider to further address the issue. Reviewed device education.